Event description:
Alleged the bed will not go into brake, and if it does go into brake, it will intermittently not come out of brake.

Manufacturer narrative:
Repairs to the bed have not been completed.